Manufacturer narrative:
Device not returned.

Event description:
On (B)(6) 2015, allosource was notified by (B)(6), that a patient began experiencing pain, tenderness, redness and swelling after a right knee acl repair procedure, where a 1cc stimublast dbm putty (145731-6603) was implanted. Cultures were taken of the surgical wound site were (B)(6). On (B)(6) 2015, patient underwent an irrigation & debridement along with the removal of arthrex hardware ((B)(4)). Donor (B)(6) male who died of a probable myocardial infarction. Significant medical history included copd and atherosclerotic cardiovascular disease with prior CABG, stroke, & aortic aneurysm repair. No autopsy was performed. Recovery cultures showed no growth in 21 cultures. All required serologies were (B)(6) for growth. The lot was terminally irradiated. The personnel monitoring & environmental cultures taken during the processing were all acceptable. The jobe files were re-examined and found to be complete without deviations. All records & test results were found to be acceptable per allosource procedures & specification, FDA regulations, & aatb standards for the recovery and processing of the donor. The recovery agency was notified & reported no additional complaints with the shared donor. Below is a summary of the grafts produced from the donor: donor (B)(6): 148 total lots processed (19 hct/p lots; 129 device) 144 lots have been distributed 18 lots have been reported to allosource as having been implanted (4 hct/p; 14 device).